Manufacturer narrative:
(B)(4).

Event description:
It was reported that a pair new transmitter alert occurred. Data was evaluated and the allegation was not confirmed. The probable cause could not be determined as the allegation was not found. In addition, a fatal error was found in connection to the reported allegation. The reported event of a pair new transmitter is reportable based on the finding of a fatal error. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An external visual inspection was performed and passed. Voltage test was performed and failed due to 0v. A review of the share logs was performed and a pair new transmitter alert was not found within the investigation window and the allegation was not confirmed. The probable cause could not be determined as the allegation was not found. In addition, a fatal error was found in connection to the reported allegation. The reported event of a pair new transmitter is reportable based on the finding of a fatal error.